Event description:
Patient reported service error code. No visible or physical damage to therapy cable. Troubleshootingl unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.